Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced patient end cannula too long which was noted during use. The following information was provided by the initial reporter: material no: 320122, batch no: 8282507 . Verbatim: consumer reported, finding different size pen needles in her box. Stated, she found 4 pen needles that were longer than 4mm. Stated, the longer ones hurt. Stated, she is the only one who uses pen needles in her home. Stated, the box was sealed when she purchased it. Stated, the tear drop labels were green but the needles are longer than 4mm no bruising to report. Incident date for 3 other pen needles, unknown. 1 box affected. Lot: 8282507. Item: 320122. Expiration date: 2023-10-31.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced patient end cannula too long which was noted during use. The following information was provided by the initial reporter: material no: 320122 batch no: 8282507. Verbatim: consumer reported, finding different size pen needles in her box. Stated, she found 4 pen needles that were longer than 4mm. Stated, the longer ones hurt. Stated, she is the only one who uses pen needles in her home. Stated, the box was sealed when she purchased it. Stated, the tear drop labels were green but the needles are longer than 4mm. No bruising to report. Incident date for 3 other pen needles, unknown. 1 box affected. Lot: 8282507. Item: 320122. Expiration date: 2023-10-31.